Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set spike fell out of the fentanyl bag while transporting the patient from the or to the nursing unit, causing the medication to spill onto the floor. The following information was provided by the initial reporter: "malfunction of bag connection to IV spike - reported by operating room rn and anesthesiologist that during transport of patient from operating room back to nursing unit spike fell out of fentanyl bag. Contents of bag reported as spilling on the floor. The fentanyl bag is from quva and was compounded in a douglas medical bag. The IV tubing was from bd and was an alaris pump infusion set back check valve 3 smartsite y sites (ref 2426-0007). We have experienced 16 similar disconnection events between quva fentanyl bags and bd infusion sets in our health system between 10/17/2021 and 8/2/2022."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of spike disconnecting from the infusion bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown FDA notified?: the initial reporter also notified the FDA via medwatch # mw5111310. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set spike fell out of the fentanyl bag while transporting the patient from the or to the nursing unit, causing the medication to spill onto the floor. The following information was provided by the initial reporter: "malfunction of bag connection to IV spike - reported by operating room rn and anesthesiologist that during transport of patient from operating room back to nursing unit spike fell out of fentanyl bag. Contents of bag reported as spilling on the floor. The fentanyl bag is from quva and was compounded in a douglas medical bag. The IV tubing was from bd and was an alaris pump infusion set back check valve 3 smartsite y sites (B)(4).we have experienced 16 similar disconnection events between quva fentanyl bags and bd infusion sets in our health system between (B)(6) 2021 and (B)(6) 2022."